Manufacturer narrative:
The sample was returned on 15-sep-2023. Sample was confirmed to have a protruding seal. The probable cause is typical of high back pressure during use. When a mc100 microclave is on a multi-port fluid circuit this can occur if the microclave is not isolated from back pressure with a line clamp. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The incident involved a microclave¿ clear neutral connector on an unknown date. As per report, when connecting to the port a catheter, the caps are leaking when the customer is flushing from another port. There was unknown patient involvement and no patient harm. This is the fourth of four reports.